Event description:
During placement, nurse got good blood return, but was unable to thread catheter into vein. Removed catheter, saw stylet protruding through the catheter wall. No pt injury eas reported to have occurred.

Manufacturer narrative:
The implicated product is a 4.0 fr. Single lumen catheter in a basic tray. The product received for evaluation is a 4.0 fr. Single lumen catheter with stiffener stylet in place. The complete assembly measures approximately 24.95 inches long. A moderate to severe kink in the stylet is located 20.4 inches distal to the proximal end. Blood residue is noted within the catheter lumen and covering the stylet wire intermittently throughout the length of the device. A lot history review reveals no related mfg issues and no other complaints for this lot. Microscopic (35x) views of the stylet confirm the presence of dried blood but do not show any defect to the wire along its length or the distal tip. The complaint of the stiffener stylet perforating the catheter is confirmed. It should be recorded as user-related. No defect of deformity was noted in the catheter or stiffener stylet. The complaint file documents that placement of the device was complicated with difficulty advancing the catheter. The presence of a kink near the distal tip of the stiffener stylet suggests the device may have become lodged against the vessel wall during placement. Continued attempts to advance the catheter while the catheter's path is obstructed may have caused the kink and ultimately forced the stylet wire through the catheter wall. The product instructions for use provides warnings regarding the devices as well as instructs the user to irrigate the catheter when threading the catheter and/or moving the pt's arm to shoulder height to ease passage of the device.